Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, and inhibited patient's ability to walk, bilateral. Doi: (B)(6) 2006. Dor: not reported (unk side). Doi: (B)(6) 2007. Dor: not reported (unk side). Patient is a resident of unk. Update ad 14 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and medical record. Ppf alleges pseudotumor, metallosis, and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address failed metal on metal total hip replacement left, possible acetabular component loosening. On (B)(6) 2012, patient had a clinic visit due to painful total hip arhtroplasties, she also had a grinding and groin pain. Laboratory result for chromium was 118.9 mcg/l. Added stem due to alleged elevated metal ions, as well as cup and hole eliminator for alleged loosening. Address, age, account name, chromium level, dob, revision and event date, implant site, surgeons contact, product details were also added. Corrected doi and patient identifier. Doi: (B)(6) 2006. Dor: (B)(6) 2012; (left hip). Patient is bilateral, please see (B)(4) for the right hip.